Event description:
It was reported that the customer received no delivery alarms on the insulin pump during manual prime. The customer's blood glucose was 349 mg/dl. During troubleshooting, the customer was advised to disconnect and reconnect the reservoir and tubing. Then, he was advised to push insulin through manually with a plunger and insulin did exit. The customer then reinserted the reservoir into the pump and ran a manual prime. The insulin pump alarmed no delivery. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).